Event description:
The 65-year-old male with acute myocardial infarction and cardiogenic shock requiring scai stage e mechanical circulatory support underwent sequential impella therapy beginning with an impella cp, followed by transition to an impella 5.5. The initial impella cp support was complicated by hematuria, prompting device explant and replacement. Subsequent support with the impella 5.5 via axillary access was notable for surgical site bleed requiring surgical intervention; however, the event was determined not to be device-related. No device return, console data download, or replacement request is expected. The patient survived to explant on (B)(6) 2026. Bleeding is a known risk per our IFU (instructions for use) because of our anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/access site adverse event: the cause of major bleed/access site adverse event was most likely use related as additional stitch resolved the bleeding per clinical details and no issue was found on the pump.